Manufacturer narrative:
Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter facility name: (B)(6) hospital; reported here as the address exceeded character limit for the designated field. Block g2: literature source: mingxing xia, "diagnostic efficacy of a novel rotating brush for endoscopic sampling of malignant biliary strictures:a multicenter prospective study" department of gastroenterology and endoscopy, the third affiliated hospital of naval medical university, shanghai, china, https://doi.org/10.5946/ce.2022.213. Block h6: imdrf patient code e1021 captures the reportable event of a pancreatitis. Imdrf patient code e2326 captures the reportable event of cholecystitis. Imdrf patient code e0506 captures the reportable event of post-procedural bleeding. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf impact code f12 captures the reportable event of serious injury/illness/impairment.

Event description:
Boston scientific became aware of events involving pulmonary cytology brushes through the article "diagnostic efficacy of a novel rotating brush for endoscopic sampling of malignant biliary strictures: a multicenter prospective study" by mingxing xia et al. Per the article, between june 15, 2021, and april 6, 2023, a study of 268 patients suspected of malignant biliary strictures underwent endoscopic retrograde cholangiopancreatography to obtain brushings of biliary stricture for cytologic evaluation. Two types of brushes were used: rx cytology brush, and non-boston scientific device. The following occurred with the study of patients: procedural bleeding, cholangitis, cholecystitis, and pancreatitis. Please see the reference article for full details.